Event description:
Us legal mdl. Bilateral patient. It was reported that, after a primary bhr resurfacing construct had been implanted on the plaintiff¿s left hip on (B)(6) 2007, the plaintiff experienced pain, discomfort and elevated metal ion levels in blood. A revision surgery was performed on (B)(6) 2020 to treat this adverse event. Details on the devices implanted during this procedure, intraoperative findings and the plaintiff¿s outcome are unknown.